Event description:
During an unrelated revision procedure, increased capture threshold was observed on the right atrial (ra) lead. An x-ray was performed and a lead slack issue was also observed. The ra lead was then repositioned to resolve the event. The patient was stable.